Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) regarding peritonitis in (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, prior to the start of antibiotic therapy, the patient's peritoneal effluent was analyzed but the results were not reported. On that same date, a peritoneal effluent culture result was unknown. On (B)(6) 2010, the patient began treatment with amikacin, reflin and heparin 1000 units three times daily intraperitoneally. The cause of the peritonitis was unknown. It was unknown whether the event resolved. The patient had a medical history of end stage renal disease (esrd). The reporter believed the peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Manufacturer narrative:
(B)(4). Root cause for the peritonitis was not identified due to lack of sample for evaluation and insufficient information available. Since the lot number is unknown a batch review could not be performed. No specific product failures were indicated in the complaint report that could contribute to peritonitis. Baxter has received similar reports for the reported problem and will continue to monitor these reports to determine if further actions are required.